Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error due to moisture damage on the keypad traces. The insulin pump alarmed for a motor error during the rewind due to a corroded motor home switch. The displacement test could not be performed and the no delivery alarm could not be verified due to the motor error alarm. The insulin pump was received with minor scratches on the display window, cracked display window corners and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error and no delivery. The customer was unable to clear the alarms. The customer's blood glucose was 140 mg/dl. The discontinuation of the device was advised. Nothing further was reported.